Event description:
It was reported that stuck on wire occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein. A 7.0 x 40, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon stuck on the guidewire and could not be removed. The balloon was extracted together with the guidewire. Separation of the two components outside the body was difficult. New devices were used for both, and the procedure was successfully completed. There were no patient complications as a result of this event.